Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A physio-control service representative performed evaluated the device and and was unable to reproduce the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control performed a clinical review of the provided electronic records and determined that device use may have contributed to reported event, due to the delay in treatment caused by the charged energy being removed, when defibrillation was needed.

Event description:
The customer contacted physio-control to report that their device may have unexpectedly dumped charged defibrillation energy during patient use. The first charge was deliberately removed by the users, however there were four additional "charge removed" events logged prior to delivering the first shock.